Event description:
A screwdriver tip broke off during surgery. The patient had very hard bone and the surgeon undersized the tap. The screwdriver tip was lodged in the screw so the screw and rod had to be removed to retrieve the tip.